Manufacturer narrative:
A beckman coulter field service engineer (fse) was not dispatched. Upon follow up, the customer confirmed the operator may have performed an unauthorized dilution on patient samples in question. Customer confirmed that there was no evidence of a beckman system or reagent malfunction. No hardware parts were replaced. There was no adverse affect to the patient reported due to the change/delay in patient management. Beckman coulter internal identifier is (B)(4). No patient demographic information (age, gender, weight, race or ethnicity) was provided. (B)(4).

Event description:
The customer reported receiving erroneous patient results for total bilirubin and phosphorus on the unicel dxc 800 pro synchron system. The erroneous results were reported outside of the lab. Customer stated that one patient¿s chemotherapy was cancelled and initiated a workup for liver metastases due to erroneous result reported earlier. The results were corrected and the physician had since rescheduled patient¿s chemotherapy and cancelled CT scan. No adverse affect occurred to the patient due to the change in patient management.